Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation. Irritation was described as bleeding, red - raised, burning, and stinging. Patient reported scaring around patch edges. There was no alleged device malfunction contributing to the irritation. Patient advised irritation is improving.